Event description:
Pain pump discontinued but portion remained (possibly broken) approx 11.5cm in length. Fragmented on one end. Appearance consistent with on-q pain sheath. Dates of use: (B)(6) - (B)(6) 2010. Diagnosis or reason for use: pain (post op).